Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx4409 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter ruptured close to the butterfly, under the bandages, presented solution leakage and was removed. Additional information received: was medical intervention required? No.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx4409 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported catheter ruptured close to the butterfly, under the bandages, presented solution leakage and was removed. Additional information received: was medical intervention required? No.